Event description:
It was reported that the customer fell and the touchscreen shattered. Reportedly, the pump is no longer responsive. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.